Manufacturer narrative:
This patient information was not provided. Alung technologies, inc. Manufactures the hemolung ras and catheter. The incident occurred in palm beach gardens, florida. There was no report of patient injury. During eua hemolung therapy, site staff reported experiencing a cs10 co2 sensor failure alarm on the controller. Clinical support was provided in which it was discussed to utilize the blood gas values to monitor co2 levels until the controller would be changed out. This issue did not cause therapy to end. Site was satisfied with customer support provided. No clinical complications were reported as to have occurred as a result of this issue. On site repair included replacement of the sba-5 board on the controller. The controller then passed all testing without issue. The removed board was returned to the engineering department for further evaluation. During engineering analysis, the board ran approximately 1250 hours without any anomalies observed. This error was unable to be recreated. The data log from therapy has been retrieved and reviewed by both clinical and software engineering staff. No abnormalities were noted within the co2 removal and blood flow graphs. The cs-10 alarm was observed within the data log as occurring . Evaluation of this alarm showed that the sensor calibration/baseline was not correct for 2 cycles, in which the sensor is zeroed every 20 minutes. The sensor then corrected itself and the values returned as expected for the remainder of the therapy. Therapy was provided as intended. Alung technologies, inc. Will continue to monitor any issues as they are reported. No CAPA was opened because of this event. This MDR is being filed in response to a retrospective view of all alung technologies, inc. Complaints, which identified that the reporting decision for this complaint was not correct. This MDR is being filed retrospectively to correct the error in the reporting decision.

Event description:
Alung technologies, inc. Received a report that during eua hemolung therapy a cs10 co2 sensor failure alarm was seen on the controller. Therapy was provided as intended. There was no report of patient injury.